Event description:
A 6f fast-cath hemostasis introducer was selected and performed as intended during the procedure. When the procedure was completed, the introducer was left in the pt's femoral artery overnight to prevent the development of a hematoma, to which the pt was prone. The pt was able to move in the bed but was instructed not to move the affected limb. In the morning, the pt reported not feeling well and had a low blood pressure. The 3-way stopcock was found detached from the extension tubing on the introducer and the pt experienced blood loss, which required blood products. The introducer hub remained stitched into the pt when the incident occurred. The cause of the detachment is unk. The pt was stable and discharged two days following the event.

Manufacturer narrative:
Product eval: one 6f, 12cm, fast-cath hemostasis sheath was visually/dimensionally inspected. The 3-way stop-cock had been detected from the extension tubing and returned loose. The green sleeve was not present on the extension tube and was not returned loose. Multiple areas of sticky residue were located along the length of the extension tubing consistent with the prior application of adhesion tape. An adhesive ring was located on the extension tube exterior surface and a small tear in the extension tubing was located just distal to the adhesive ring and around 10% of the tubing circumference. The extension tube distal tip outside diameter measurement was consistent with the specification. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The presence of adhesive, the tear in the extension tubing, and the dimensions of the extension tubing outside diameter measurement was within specification suggest that the stop-cock detached from the extension tubing due to forcible contact.